Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2013-02053, 2210968-2013-02055, and 2210968-2013-02056. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.